Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the c-cover was only melted around the biopsy channel opening, a possible root cause could be due to the use of a high-frequency processing instrument without sufficient distance from the tip. Therefore, the most probable cause is component failure. Based on the results of the investigation, a possible root cause of the foreign material being present within the device could be due to insufficient reprocessing. Therefore, the most probable cause of the complaint is cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the c-cover was burnt and foreign material present in the nozzle was found.  There was no patient involvement.